Event description:
We have been experiencing issues with the central line caps for the past 6 months. There has been no patient harm in any of the reported events. Found cap cracked when re-assessing higher cvp and tracing line. Cap connected to pressure bag and transducer into white lumen. 1022lbb740 is the lot number for cap. Manufacturer response for microclave cap in medline cap change kit, medline cap change kit, manufacturer #dyndc2002a (per site reporter). Will pick up for their investigation.